Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h6 component code: g07002 reported condition not returned. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. This product was used for the neck in tracheostomy, neck dissection, mandibular area resection, and scapular flap surgery. The residual fragment was removed by incising the wound in the mouth. At present, the patient's condition is fine, and the MRI was performed without any problems. The doctor commented that the product was pulled strongly when it was removed. Additional information has been requested however, not received. If further details are received at a later date a supplemental medwatch will be sent. What was the date of initial surgery? Please advise was a 2nd procedure / surgical intervention required to remove the fragment from the patient? If yes, date of procedure. H3 evaluation: product received for analysis. Retain sample of the same lot was checked visually and found within the specified criteria. During investigation it was found that one used drain sample was received. Total length of drain received was 925 mm (specification: 1200±15 mm). Fluted area length received 40 mm (specification: 305 ± 10 mm). Used drain sample was received and the broken part was not available for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What was the date of initial surgery? No further information is available. Please advise was a 2nd procedure / surgical intervention required to remove the fragment from the patient? No further information is available. If yes, date of procedure. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown dental and oral surgery on an unknown date and a drain was used. After, when removing the drain, it was broken. The broken piece of the drain was remained in the patient¿s body, but all pieces were removed. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. - was the patient taken back to the operating room to remove the broken piece of the drain surgically? No further information is available. - if not already removed, are there any plans in place to remove the broken piece of the drain from the patient? All remained pieces were removed. - device return status: the device has been received at (B)(4) and will be shipped. Please check rmao. No further information will be provided.